Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 5520-b-400 lot # zief description: triathlon prim tib baseplate - cemented, cat # 5510-f-302 lot # skfit description: triathlon-cr femoral component cemented #3 right, cat # 5531-g-409 lot # lbg148 description: x3 triathlon cs ins size 4 9 mm. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the event.

Event description:
It was reported that, "when the doctor removed the implant the cement was the consistency of bubble gum, the doctor was not sure if the cement was bad or if the components became loose and caused the cement to change. All tests for infection came back negative."